Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2022. During the procedure, the device was inserted in the ureter and the physician filled in the balloon; however, the balloon burst when inflated to 11 atm. It was reported that the device was removed from the patient, and the procedure was completed without using an occluder balloon catheter. There were no patient complications reported as a result of this event. The patient outcome of the procedure was reported to be fully recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: medical device code a0402 captures the reportable event of balloon burst. Block h2: additional information (block h5) block h10: investigation result a visual examination of the returned device found that the catheter and the balloon has no damage. Functional examination was performed and the device was tested with water and it did not hold the pressure due to it has a hole in the balloon. Based on the available information, the hole found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical affairs. However, it is possible that interaction with any surface during the procedure could create friction on the balloon, causing the problem of hole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2022. During the procedure, the device was inserted in the ureter and the physician filled in the balloon; however, the balloon burst when inflated to 11 atm. It was reported that the device was removed from the patient, and the procedure was completed without using an occluder balloon catheter. There were no patient complications reported as a result of this event. The patient outcome of the procedure was reported to be fully recovered.additional information received on october 21, 2022: it was reported that the balloon burst when inflated to 11.3mm.